Event description:
It was reported that the patient presented to the ER after receiving hv therapy and with complaints of fatigue. Review of the episodes revealed possible atrial fibrillation with rapid ventricular response. Changes were made to the patients anti-arrhythmic medications. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.